Event description:
It was reported that the clinician had discrepancy with an IV pump. The clinician hung ns 1000ml bag at 0008 running at 300 ml/hr. The clinician took first picture at 0309 when there should have only been 100 ml left in the bag. The pump had reset to run for another 300ml. The second picture was taken at 0409 and it looks like there is a little less than 100ml in the bag when the pump shows it should have infused the leftover 300ml. The pump was never paused and no piggyback infusions were given during this time. In total the patient should have received 1,200 ml over the 4 hour but the 1,000ml bag still had not finished. This was reported to bd representatives during site visit. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.